Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found the battery lock was damaged. The autopulse platform is a reusable device and was manufactured on 03/10/2008. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. A review of the platform was performed and user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) messages were observed on the reported date of (B)(6) 2016 thus confirming the reported complaint. During functional testing ua7 message was observed upon power up and therefore functional testing could not be performed. Further testing showed that load cell modules 1 and 2 were defective resulting in the platform displaying a ua 7 message. Reference test load cells were installed and ran the platform with lrtf (large resuscitation test fixture, equivalent to 250 pounds patient) for approximately 30 minutes. The platform did not exhibit any error messages and passed testing. In summary, the customer's reported complaint of autopulse displaying user advisory 7 was confirmed during archive review and functional testing. The root cause for ua 7 was determined to be due to defective load cell modules. After replacing both modules, the platform passed load cell characterization test. The platform also passed the run-in test and all final testing criteria.

Event description:
After the attending emergency medical team (emt) placed the patient on to the autopulse platform (serial number (B)(4)), it was reported that the device displayed an user advisory 7 message (discrepancy between load 1 and load 2 too large) message. No additional patient information was provided. In attempts to resolve the issue, the emt realigned the patient, pulled up on the lifeband, and tried cycling the power; however, with no success. Manual CPR was administered within 30 seconds after the issue occurred. According to the reporter, the autopulse platform did not cause any injury to the patient as a result of the issue. No adverse event occurred. Additional information was obtained from the reporter on 6/7/2016, indicating that a shift check was performed on the day the event occurred and no issues were observed. According to the reporter, the device was rechecked when it was returned to the station and the reported issue continued.